Manufacturer narrative:
Per good faith effort (gfe) response, it was confirmed that the device was not in use at the time the issue was reported. It occurred before therapy and required a swap. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporter information: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting an inoperative error code (1009) pressure regulation high message. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse dispatched a field service engineer (fse) onsite for repair. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed this is an intermittent fault. The fse was unable to reproduce at the time of repair, but error code 1009 high pressure vio is displayed in the error log. It was determined that the data acquisition printed circuit board assembly (pcba) needs to be replaced. The fse replaced the da pcba board to resolve the reported issue. After corrective maintenance, the equipment is operational and meets the manufacturer's specifications. The device passed required performance verification tests per philips standards and was returned to service. This investigation is ongoing, additional good faith efforts are being conducted to determine device usage at time of event.